Event description:
This procedure was performed in (B)(6) as part of the (B)(4) study. Index procedure was performed at left mid sfa on (B)(6) 2013. The target lesion stenosis (90%) of 30 mm length x 5mm reference vessel diameter (rvd), was pre-dilated, then treated with 2 evercross balloons. A stent was placed because of a dissection and unsatisfactory residual stenosis after balloon treatment (50%). After stent placement, a bare balloon 5x40 was used for post-dilatation with the result of 0% residual stenosis. No evidence of peripheral embolization was seen. On (B)(6) 2013, an aneurysm spurium at puncture site was found which made a prolonged hospitalization. Please reference MDR 2183870-2014-00099 for the other evercross balloon used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.